Event description:
Ref# 4252560-02, lot # unk. Safety shield did not cover tip, stuck approx 2/3 way down needle. Clinician sustained needle stick injury on the anterior palm. Ref MFR report: 8610825-2013-00077.